Event description:
Occurred during microwave ablation of liver. Intelliblate needle tip broke off during needle removal after ablation was completed. The needle tip was in the liver tumor and was unable to be removed.